Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and the display is blank. The customer also indicated that the pump alarmed (B)(4) software error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors but the customer was advised that a new battery cap would be provided to them and to call back if any further issues.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, error and off no power tests. No unexpected low battery alarms were noted. No failed battery test alarm, blank display, bad battery alarm, weak battery alarm, battery out limit alarms noted. There was an alarm in the alarm history due to a corrupted history file. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.